Event description:
It was reported that there was a difficulty with water filling into foley catheter and deflation during insert. Attempted to fill the cuff with water, but it was rigid. Although inserted into the patient, it was removed once. Forcibly pushed it in externally, and it entered, but this time the water could not be drained, and the balloon could not deflate.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: (directions for use): method of use: cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. When deflating balloon, do not aspirate with a syringe by hands. (The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.) No substance except sterile water should be used to inflate the balloon. (If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.) A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficulty with water filling into foley catheterand deflation during insert. Attempted to fill the cuff with water, but it was rigid. Although inserted into the patient, it was removed once. Forcibly pushed it in externally, and it entered, but this time the water could not be drained, and the balloon could not deflate.